Manufacturer narrative:
The device was manufactured august 31, 2018 to september 02, 2018. The device was received for evaluation. A visual inspection with the unaided eye observed an embedded dark spot on the additive port cap/septum retaining ring facing toward the spike port. Additionally, a brown residue was observed not embedded on the fill port connector thread area. Magnified inspection verified a particulate matter (pm) dark spot embedded approximately 0.02 square millimeters on the outside of the additive port cap/septum retaining ring and an area of the brown residue was found only on the fill port connector thread area. An area of the residue was able to be rubbed off and found not embedded. The pm did not appear to be in the fluid pathway of the sample. The reported condition was verified. Function testing was not performed. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had black residue on the port. This issue was identified before use. There was no patient involvement. No additional information is available.